Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 8, 2021 to july 9, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3/d10. D10: update the asku to 11/12/2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2021-07725. All investigation activities will be captured under report 1416980-2021-07725. Should additional relevant information become available, a supplemental report will be submitted.